Manufacturer narrative:
This investigation will be updated should pertinent information become available in the future.

Event description:
It was reported that this pacemaker exhibited an alert message, which states that the voltage is too low for projected remaining capacity; despite that last month the battery was expected to have four years of life remaining. Technical services (ts) was consulted and upon data review recommended device replacement. This pacemaker remains in service. No adverse patient effects were reported.